Event description:
Information received on (B)(6) 2025 that the cardiohelp sn (B)(6) was affected and the venous probe was affected. The venous temperature failure was already investigated in a non-reportable complaint # (B)(4). Complaint ID # (B)(4).

Manufacturer narrative:
It was initially reported by customer that the cardiosave intra-aortic balloon pump (iabp) had tven temp are out of tolerance. Information was received on 2025-11-19 that the failure was regarding a cardiohelp device. It was reported that the venous temperature, t-ven, values were out of tolerance. The failure occurred prior to use, with no patient involvement. No harm to any person has been reported. The venous probe does not affect the blood flow of the device to the patient. This complaint is no longer reportable as the failure occurred prior to use and was regarding the venous probe. A getinge field service technician (fst) was sent for investigation. The t-ven failure could not be replicated during long testing. The t-ven values were within normal range. The ac mains connector was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong temperature information. Defective / disturbed (emi) sensor measurement. Environmental influences (atmospheric pressure. Temperature, humidity, overvoltage. Response time is too long. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The review of the non-conformities has been performed on 2025-12-02 for the period of 2015-07-27 to 2025-07-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-07-27. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "t-ven out of tolerance" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customr that the cardiosave intra-aortic balloon pump (iabp) had tven temp are out of tolerance. There was no harm or injury reported.